Event description:
Account states the drain is slipping out of the pt and pts having to be taken back to surgery to replace.

Manufacturer narrative:
The product sample was not rec'd for eval and functional testing. Please be advised that without the product sample co is unable to determine the cause of the slipping out.